Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the rear wheel bearings are causing the wheel to lock up.